Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, mildly calcified, 95% stenosed, distal left anterior descending artery. After predilatation of the lesion the 2.25x23 mm xience prime stent delivery system was advanced, but did not cross the lesion. A new 2.25x23 mm xience prime was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. Device analysis revealed the stent delivery system was returned without the hub. It cannot be confirmed when the hub separation occurred, during use in the patient, or outside the patient after use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.